Event description:
It was reported that, ¿the pt complained of instability in the knee post op.¿

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.